Event description:
It was reported on (B)(6) 2013 that the patient was experiencing an increase in seizures and chest pain that radiated across the sternum up to the patient's neck after having a fall a couple of weeks prior. A cardiac workup was done and was within normal limits. The patient was to follow-up with physician to check the vns device. Further follow-up revealed that the patient was seen by neurologist to check the integrity of the vns system. It was reported that the vns device was found to be performing as intended. It was also reported that the patient's muscle surrounding the generator was bruised and no further action is required. Attempts to obtain additional information have been unsuccessful to date. It is unknown if the increase in seizures is above the patient's pre-vns baseline frequency.

Event description:
Further follow-up revealed that the physician does not believe that the vns therapy is related to the patient's seizures. The physician noted that the patient's seizures are not above the patient's pre-vns baseline. No causal or contributory programming changes, medication changes, or other external factors preceded the onset of the patient's seizures. The physician noted that no increase in seizure was noted and that the patient was one week seizure free.